Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephroureterectomy, on division of the renal artery and vein, there were malformed and unformed staples. There was blood loss of 500cc or more, the incision was extended more than 1 inch and the operation was extended by one and a half hours. There was a conversion to a laparotomy with surgical repair of the laceration to inferior vena cava to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject loading unit. The subject loading unit was unloaded from the instrument without difficulty. Further functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.